Manufacturer narrative:
(B)(4) batch # unk. Concomitant medical products: tcr75 (lot # 887a88). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: the surgeon indicated that this was a re-op from a procedure performed on (B)(6) 2022 where a tlc75 was used, and patient presented with a leak two day¿s post op. Re-op procedure date (B)(6) 2022. Procedure date (B)(6) 2022 - two days post op patient developed a leak. The patient was initially having a colonoscopy. During the colonoscopy, the patient¿s bowel was perforated. The surgeon was called in to address the perforation. This was the first procedure where the tlc device was used. Per the surgeon, in the first procedure, tlc used had no difficulty at all. It felt like it closed and fired fine. No mention of any staple formation issues. No leak observed in the initial procedure. The patient was closed, and the first device was discarded. 2 days post-op, there was a leak. In the re-op, the surgeon attempted to staple off from the previous procedure. When the surgeon went to fire the second tlc device, he fired the stapler and saw bile content seeping through the staple line. At this point the surgeon opted to complete the procedure with a powered echelon device. The surgeon is an experienced user of the tlc device. Rep reported no leak test performed. Patient did not receive any preop chemo or radiation-healthy male. The reloads were blue. No sign of tissue necrosis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any signs of tissue ischemia or necrosis? Was a leak test performed? If so, what type and what was the result? When was the leak identified? How was the leak identified intraoperatively how was the leak identified re-op? Currently patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colectomy procedure the surgeon used the device and created an anastomosis after the staples were formed. The anastomosis leaked and the surgeon had to staple with an echelon device to complete the procedure.

Manufacturer narrative:
(B)(4). Date sent: 02/03/2023. Additional information received: the patient is doing currently fine after the case where he used the echelon to complete the case. DHR (device history review) completed for lot # 928a42 (h4).